Event description:
On 10/13/95 at 3:00 a.m., noted a reddened area on child's skin [right side, bottom of rib cage] measuring approx 1-1/2" long by 1/2" wide. One and one half hours later, the nurses noted heated aerosol tubing had approx an area 6" in length where plastic had melted. Approximate age of device: 1 day.